Event description:
Patient found lying in bed with vest restraint straps around her neck. Nurse untied the left restraint strap and the neck area was red with strp imprint. She had a faint radial pulse. CPR was initiated and 911 was called. Squad arrived and transported pt to hospital. Pt. Dx: huntington's disease. She had physicians orders for vest restraint at all times. Her bed was padded all the way around to prevent resident from injury to herselfdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: telemetry failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.